Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the lancet protrudes beyond the end cap of the softclix device. No adverse event reported. The lancet device cannot be returned for legal and customs issues.